Event description:
A 64-year-old male with acute myocardial infarction complicated by cardiogenic shock (pre-support scai stage d) was supported with an impella cp inserted percutaneously via the right femoral artery. During support, bilateral distal pulses were absent by doppler, although popliteal pulses remained intact. The patient had a known history of peripheral arterial disease (pad). Following a decline in impella flow to 0.1¿0.0 l/min, echocardiography was performed per facility protocol and identified concern for possible thrombus involving the impella, with left ventricular thrombus reported. The device could not be advanced beyond p-1 due to recurrent suction alarms. Blood volume administration was attempted to address the low-flow condition; however, pump flow did not improve. No cannula kinks were observed, and the pump was not repositioned. Due to the persistent low-flow condition and concern for thrombus, the physician elected to remove the impella cp on (B)(6) 2026. The patient survived to explant. Limb ischemia was identified based on loss of pulses in both lower extremities, with pad considered a contributing factor. Imaging of the affected vessel was available, and no specific intervention for limb ischemia was reported. Product return was requested for investigation, and device data download was required. The low pump flow event and bilateral limb ischemia were reported during impella cp support in a patient with cardiogenic shock and underlying pad. Evaluation identified concern for thrombus and reported left ventricular thrombus, and the device was removed after blood volume administration failed to restore flow. The patient survived, and the relationship between the reported events and device performance remains undetermined. Ischemia and thrombosis a known risk associated with impella use and as described in the instructions for use and may be influenced by patient-specific factors such as underlying cardiac dysfunction and hemodynamic conditions. The peripheral artery disease may have also been a contributing factor.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.